Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that on an unknown date the patient underwent a high tibial osteotomy. On (B)(6) 2011, the patient reported no improvement in condition. Due to the loss of correction, a wedge heel was used as a brace. The correction loss was caused by a very anterior position of the plate. On an unknown date breakage of b-, c-, d-screw occurred between the head and shaft. The patient was revised to a total knee arthroplasty on (B)(6) 2012. A total knee arthroplasty for the contralateral side was performed on (B)(6) 2012. This report is for three unknown screws this report is for 1 of 1 complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for three unknown screws. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device evaluation is not anticipated because no device was returned. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a review of the device history records for all the potential part/lot combinations was completed: no non-conformance reports were generated during production. Review of the device history record (s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Part: 413.322s lot: 3110081. Manufacturing location: (B)(4). Manufacturing date: march 25, 2009. Expiry date: march 01, 2019. Part: 413.324s lot: 2350422. Manufacturing location: (B)(4). Manufacturing date: april 02, 2008. Expiry date: march 01, 2018. Part: 413.324s lot: 2555140. Manufacturing location: (B)(4). Manufacturing date: january 06, 2010. Expiry date: december 01, 2019. Part: 413.336s lot: 2577588. Manufacturing location: (B)(4). Manufacturing date: march 16, 2010. Expiry date: march 01, 2020. Part: 413.338s lot: 2568776. Manufacturing location: (B)(4). Manufacturing date: february 18, 2010. Expiry date: february 01, 2020. Part: 413.340s lot: 2536971. Manufacturing location: (B)(4). Manufacturing date: october 27, 2009. Expiry date: october 01, 2019. Part: 413.342s lot: 2496179. Manufacturing location: (B)(4). Manufacturing date: june 08, 2009. Expiry date: may 01, 2019. Part: 413.344s lot: 2519156. Manufacturing location: (B)(4). Manufacturing date: august 28, 2009. Expiry date: august 01, 2019. Part: 413.346s lot: 2532138. Manufacturing location: (B)(4). Manufacturing date: october 15, 2009. Expiry date: october 01, 2019. Part: 413.348s lot: 2393868. Manufacturing location: (B)(4). Manufacturing date: august 07, 2008. Expiry date: june 01, 2018. Part: 413.348s lot: 2536978. Manufacturing location: (B)(4). Manufacturing date: october 28, 2009. Expiry date: october 01, 2019. Part: 413.350s lot: 2579999. Manufacturing location: (B)(4). Manufacturing date: march 23, 2010. Expiry date: march 01, 2020. Part: 413.355s lot: 2568948. Manufacturing location: (B)(4). Manufacturing date: february 16, 2010. Expiry date: february 01, 2020. Part: 413.360s lot: 2544575. Manufacturing location: (B)(4). Manufacturing date: december 01, 2009. Expiry date: november 01, 2019. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This device was used for treatment, not diagnosis. (B)(6). Date of event: unknown, between 6-12 months post-surgery ((B)(6).2010 surgery) catalog#: three unknown screws was submitted on the initial medwatch report. The part and lot numbers that were returned are the following: 413-322s 1673542 (x1) , 413-322s 3110081 (x1) , 413-324s 2350422 (x1) , 413-324s 2555140 (x1), 413-336s 2577588 (x1), 413-338s 2568776 (x1) 413-340s 2536971 (x1), 413-342s 2496179 (x1), 413-344s 2519156 (x 2), 413-346s 2532138 (x1), 413-348s 2393868 (x1), 413-348s 2536978 (x1), 413-350s 2579999 (x1), 413-355s 2568948 (x1), 413-360s 2544575 (x1); a total of sixteen locking screws were received for investigation. Synthes cannot identify which of the returned devices is the complained device. Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.